Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a pump problem. They did not get enough flow always.

Event description:
It was reported that the arctic sun device had a pump problem. They did not get enough flow always. Per sample evaluation results received on 14oct2022, it was reported that the arctic sun device takes too long to cool down the water. Per follow up information received via email on 17nov2022, the device was sent to crs medical for repair. 4 parts were exchanged as a part of preventive maintenance heater, drain valves, mixing pump and circulation pump. Patient was switched to different device and no patient identifiers were available. The date of event occurred was 26sep2022. The flow rate was below minimum 1.7l/m and no exact data were given.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During testing, the device was evaluated for the flow issue and it was not confirmed. Device takes too long to cool down the water. The device underwent pm servicing while in for repair. Mixing pump was replaced during pm servicing. Circulation pump, heater, and both drain ports were replaced. After replacement device passed all final test procedures. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: b,d,f,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected